Manufacturer narrative:
Additional information provided in b.5., b.6., b.7., d.10., e.4., h.3., h.6., and h.10. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating the patient had experienced glare and halos. The prognosis was good and the symptoms have resolved after the lens was exchanged. The patient was not hospitalized for the event.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A surgical technician reported following the intraocular lens (iol) implantation the patient could not deal with visual disturbances. Approximately nine months post initial implantation the lens was explanted in a secondary procedure and was replaced with a monofocal lens. Additional information has been requested.